Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient returned for a mandible reconstruction surgery because the bone failed to heal fully due to an infection. There were no symptoms in relation to the broken tip. During the surgery the drill tip was retrieved. All plates and screws from the initial surgery were removed. Concomitant device: unknown screws (part# unknown; lot# unknown# quantity: unknown).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a plating a mandible fracture, the tip of the drill bit snapped off when he was 'on the way out' with the drill. Several holes had already been successfully drilled and screws were placed, while the surgeon was not using the drill guide at that time. Procedure was completed successfully. The broken tip of the drill bit was unable to be retrieved and approximately 6mm fragments were remained inside the patient. This report is for one (1) matrixmandible 1.5mm drill bit j-latch w/12mm stop/50mm. This is report 1 of 1 for complaint (B)(4).